Event description:
It was reported that, "the pt presented with a mildly swollen knee. The surgeon decided to perform an I & d and poly exchanged."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the surgeon and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.